Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation at this time. No photo for review. The device history record of batch number 74f1602041 that belong to catalog number 1041 (mask , medium conc , elong, adult) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. However material from the production line was inspected and no issues were detected that can lead this customer complaint. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the oxygen connection tube can easily removed from the white connector of the mask. This is noted especially when the product is exposed to cold.

Manufacturer narrative:
(B)(4). The customer returned three units of catalog number 1041. One was the actual sample involved in the complaint and two were representative samples that were not used. They were visually examined and it was observed that tubing could be easily removed from the white connector of the mask as described in the complaint. The customer complaint was confirmed based on the visual inspection of the received samples, as it was detected that the tubing was disconnected from the mask. Regarding this issue, the r & d department was notified and a CAPA request was created. As a result of this CAPA request, r & d recommendation was to re-train all personnel from the production line on the assembly of the female adaptor and the tubing completed on (B)(6) 2016).

Event description:
The customer alleges that the oxygen connection tube can easily removed from the white connector of the mask. This is noted especially when the product is exposed to cold.